Event description:
A sales rep requested that the device (demo) be checked out due to questionable longer than normal boot-up.

Manufacturer narrative:
(B)(4). A sales rep requested that the device (demo) be checked out due to questionable longer than normal boot-up. A philips field service engineer evaluated the device and could not recreate the problem. There was no reported pt involvement. The operational performance test was performed and no fault was found. No issue was noticed with the boot up or delay of splash screen. The device was checked out to operate as should and was put back into service. As of (B)(4) 2012 there have been no further calls for this device.